Event description:
The site reported that a light adjustable lens (lal, sn (B)(4), +14.0d) was explanted due to being implanted backwards. Rxsight's first awareness of this event was on 02/23/2023.

Manufacturer narrative:
After the first lock-in light treatment visit, it was discovered that the lal (sn (B)(4) was implanted backwards. Initially, the treating physician and the patient decided to leave the lens in the eye as is since the patient was happy with their vision. No additional light treatments were performed. Later, the patient decided they wanted the lal removed and replaced with a new lal. The explant surgery was completed on (B)(6) 2023. The explanted lal was not returned to rxsight by the site. Further evaluation of the lens is not possible. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #:(B)(4).